Event description:
It was reported that a patient had a dysfunctioning colostomy after a rectal injury. The colostomy was closed during 2002, and the sheath was closed with synthetic absorbable sutures. The patient presented during 10 months later with a 2 month history of swelling and drainage from their colostomy site. The wound was explored in 2002 and the suture was removed.